Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was informed to continue using the pump and to contact technical support if any further issues arose.